Manufacturer narrative:
Covidien reference #: covidien lp (valleylab). (B) (4). The generator was checked out by the site and found to be operating ok. Additional questions in regard to the incident have been asked. If info pertinent to the incident is obtained, a follow-up report will be submitted. Additional info from u/f report: (B) (4). Covidien bovie. Bovie. Covidien, (B) (4).

Event description:
The medwatch states: the pt, while undergoing surgery for a mitral valve repair, experienced a burn to the right hip. It appears that the towel clamp came in contact with the cable of the esu hand piece. The contact created a short in the two wires contained within the cable which turned on the coag and routed electrical current thru the towel clamp and ultimately into the pt causing a burn to the pt's right hip. Follow-up info: the customer reported that this was a 9cm by 5cm full thickness burn. Follow-up surgery was required to excise tissue to address burn.